Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: UDI: (B)(4). Upc: (B)(4). Expiration date: 01/17/2020. Lot number: 0178b. If information is obtained that was not available for the follow-up #02 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6)2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Year of birth: (B)(6). Patient ethnicity and race was not provided for reporting. UDI: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = (10)0178b. Device is not expected to be returned for manufacturer review/investigation. Concomitant product: clobetasol propionate, dosage and frequency unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported using band-aids to cover her skin condition in which her hands and feet peel. Consumer has alleged that while using bab antibiotic extra large, the part of the wound that it is covering turns the skin completely white. Consumer stated that she feels like it is dead skin cells but feels like it is not healing the wound and just leaves the area soft and spongy. Consumer has alleged that the bab antibiotic extra large left scars on her skin. She has scarring on her feet up to her ankle bone. She has seen her hcp and the hcp has prescribed humera. At this time consumer has not yet used the medicine and is still experiencing these symptoms.